Manufacturer narrative:
Catalog: unk as not provided by reporter but most likely a c-utlm or c-uqlm prefix device. Expiration, unk as lot is unk. (B)(4). Event eval: still under investigation.

Event description:
This morning had a reaction, red, hot, flushed feeling relieved with benadryl. Not as bad as previous reactions. No additional info has been provided.